Event description:
Pt's sister reported her brother is being taken to the hosp with elevated blood glucose (bg). His bg was 400 mg/dl this morning; he bolused and it decreased to 290 mg/dl. Now, at 6:00 pm, his bg is over 500 mg/dl. Sister stated, "this is the second trip to the ER in a short period of time [due to] elevated bg readings." The pod is not expected to return for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any malfunction that may have caused or contributed to the pt's condition. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advised to treat for hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If bgs remains high after a total of 4 hrs then replace the pod and contact your hcp for guidance. The user guide also warns, "...if you experienced unexpected elevated blood glucose levels, change your pod." Lot qualification records were reviewed and determined to have passed all acceptance criteria.